Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported bleeding and heartmate 3 left ventricular assist system (hm3 lvas), serial number (B)(6) could not be conclusively established through this evaluation. The center reported that the patient went to the emergency department (ed) on (B)(6) 2020 with complaints of tripping and hitting their head on the floor at home. The patient denied loss of consciousness (loc). The patient denied any preceding symptoms. The patient had a laceration to the forehead that was bleeding. A general laceration repair was performed. It was reported that the event was not related to the device under study, and resolved on (B)(6) 2020. No alarms were reported. The patient remains ongoing on hm3 lvas, serial number (B)(6). The hm3 lvas instructions for use (IFU) lists bleeding as an adverse event that may be associated with the use of hm3 lvas and provides information regarding anticoagulation, including the recommended international normalized ratio (inr) values. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 20jun2018 via customer order (B)(4). The heartmate 3 left ventricular assist system (hm3 lvas) instructions for use (IFU) is currently available. Section 1 of this IFU lists bleeding as an adverse event that may be associated with the use of the hm3 lvas. Section 6 provides information regarding anticoagulation, including the recommended international normalized ratio (inr) values. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient went to the emergency department with complaints of tripping in his home and hitting his head on the floor. He denied loss of consciousness and any preceding symptoms. The patient had a laceration on his forehead that was bleeding. The procedure was described as laceration repair.